Event description:
It was reported that during implantation attempt the vein was too small for the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted the distal conductor had blood/body fluid (not obstructed).